Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted parathyroidectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was not moving properly when the mbf instrument was faulty. There were five lives remaining. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scale appropriately to the instrument. The instrument did move in the intended direction. The timing of instrument movement was appropriate. There was no patient injury. There were no broken cables. Instrument is available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause of broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Furthermore, the probable root cause of broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.